Event description:
It was reported that the physician's tablet was receiving an "unable to open port" error message. The suspect usb to db9 serial adapter cable has been received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
(B)(4). Corrected data: the previously submitted MDR inadvertently did not include the UDI on the initial report.

Event description:
An analysis was completed on the returned usb to db9 cable and the reported allegation was not verified. No anomalies associated with the serial cable performance were noted during testing. The serial cable performed according to functional specifications.